Event description:
It was reported that during a skin procurement procedure there was a unit malfunction causing patient injury, which required skin be taken from another location. It was reported medical intervention was required, there was no delay in surgery, and the patient was not prepped for the surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 28mar2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID serial # (B)(4) manufactured on 6/11/2010, show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Conclusion: in summary: the device in question was received as a repair only as such the failure was unclear during inspection, therefore the root cause to the end user cannot be fully determined. The most likely reason could be due to the finding below: head assembly was found out of calibration on the bushing side, 5.7 years old without repair and damage to the gauge bar points toward abuse.